Manufacturer narrative:
Com- (B)(4). B5: describe event or problem:correction;  d4: additional device information: correction;  h2: correction; h10: additional narratives/data: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.